Manufacturer narrative:
D4 lot # was not provided. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user / patient contacted lifescan (lfs) in 2006 alleging an error 2 message on her one touch meter. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. About 11 days ealier the patient experienced a headache and earaches. She tried to test on her meter; however, obtained an error 2 reading. She took her oral medication of glyburide 5mg (3 tablets) after attempting to use the meter. On an unspecified time she obtained a 300 mg/dl on her lfs meter. She went to the ER around 7:27 pm and the reading on the hospital device was 472 mg/dl. She was treated with insulin and there is no information on how long she stayed in the ER. The technique of applying blood on the test strip was correct and the test strips were in good condition. Customer care advocate (cca) had the patient retest using a new vial of test strips and received an error 2. An error 2 could be caused by used test strip or a problem with the meter. Cca sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the readings prior to the event, how long the error 2 message persisted, when she obtained the 300 mg/dl, whether the patient's diabetes regimen was changed and whether the patient takes any other oral medication besides glyburide for her diabetes. The complaint is being reported because the patient was unable to test her blood glucose at the time of experiencing symptoms and was treated for hyperglycemia by a medical professional.